Manufacturer narrative:
A model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the pessary string was missing during removal and the pessary remained inside her body. The pessary was removed with the assistance of a medical professional.